Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008-004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has co-morbidities including hypertension, diverticulitis, coronary artery disease, and multiple abnormal surgeries. Patient underwent repair of recurrent ventral hernia and developed seroma and abscess. Infected composix kugel mesh was explanted, and abscess drained. The information provided indicates the patient developed, and was treated for recurrence, infection, seroma, and adhesions, which are known and adverse events listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states: see scanned pages. A review of the manufacturing records was performed, including a review of sterility records, and there was no evidence of a manufacturing related cause for the reported event. There is no indication that the mesh is defective. Additionally, no sample was returned for evaluation. If an additional event or information is obtained, a follow-up MDR will be submitted.

Event description:
Based on the medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent repair of ventral hernia with implant of composix kugel mesh (#1). On (B)(6) 2007 - patient admitted to ER complaining of pain. CT scan showed small bowel incarcerated and strangulated, ventral hernia. The small bowel was dissected off composix kugel mesh (#1). Mesh was explanted, and composix kugel mesh #2) was implanted. Lysis of adhesions performed. On (B)(6) 2007 - patient complaining of pain, CT scan showed seroma surrounding mesh (#2). Infected composix kugel mesh (#2) was explanted, abscess drained, and ventral hernia repaired with sutures.